Manufacturer narrative:
Device not returned by user.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instance of intraoperative vlift expander fracture. The associated procedures were was completed successfully with no surgical delay and no adverse consequence to a patient.